Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, it was noted there was evidence of noise and oversensing was noted during non-sustained ventricular tachycardia and ventricular fibrillation (vf) episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited a suspected fracture, along with a sensing integrity counter (sic) warning. It was noted there was also intense electromagnetic interference (emi) observed on the implantable cardioverter defibrillator (ICD). The patient was admitted to the hospital for observation and the ICD detection was turned off. The rv lead will be replaced and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.